Event description:
It was reported that during the placement of an embolization coil within an aneurysm, the implant prematurely detached from the delivery pusher. A portion of the coil remained in the basilar artery. No attempt was made to retrieve the coil. Aspirin was administered. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met spec. The attachment tether that holds the implant intact with the delivery pusher is broken and has characteristics of a mechanical break. The remainder of the device is normal in spec. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint can not be determined. The entire device was not available for eval as the coil remains within the pt.